Event description:
"Had b transax subgl 265cc mcghan gel implants for augmentation (involuntary atrophy). Pt c/o development of systemic probs, progressive x yrs. Cannot tell how many . Has seen several md's who feel sx's are in head and that the implants are fine. C/o l shoulder/neck pain, occ shooting in l breast with increased firmness and swollen glands, low grade fevers, hot flashes/drenching night sweats, chronic ha's, visual disturb, memory loss, dizzy spells, dry mucus membranes, increased sens eyes to sunlight, increased sens cold/chem, sob, throbbing in neck and legs, htn, nausea, bloating, irritable bladder with unusual urine odor. Otherwise healthy."